Event description:
It was reported that the patient experienced lack of right-side pain relief and had difficulty charging the Implantable Pulse Generator (IPG). The patient underwent Spinal Cord Stimulator (SCS) replacement procedure and was doing well postoperatively. All explanted device components were not released by the facility and were not returned.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED FOUR MONTHS AGO FROM DATE MANUFACTURER WAS MADE AWARE. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50. SERIAL NUMBER:(B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-9218-15. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 20302323 MODEL/CATALOG DESCRIPTION: PRECISION M8 ADAPTER 15CM. UNIQUE IDENTIFIER (UDI): (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. BATCH/LOT NUMBER: 22186611. MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI): (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED LACK OF RIGHT-SIDE PAIN RELIEF AND HAD DIFFICULTY CHARGING THE IMPLANTABLE PULSE GENERATOR (IPG). THE PATIENT UNDERWENT SPINAL CORD STIMULATOR (SCS) REPLACEMENT PROCEDURE AND WAS DOING WELL POSTOPERATIVELY. ALL EXPLANTED DEVICE COMPONENTS WERE NOT RELEASED BY THE FACILITY AND WERE NOT RETURNED.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred four months ago from date manufacturer was made aware.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50,Serial Number:(b)(6),Batch/Lot Number: 5110263,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI): (b)(4).Model Number/Catalog Number: SC-9218-15Serial Number: (b)(6),Batch/Lot Number: 20302323,Model/Catalog Description: PRECISION M8 ADAPTER 15CM,Unique Identifier (UDI): (b)(4).Model Number/Catalog Number: SC-4318,Batch/Lot Number: 22186611,Model/Catalog Description: CLIK X ANCHOR STERILE KIT,Unique Identifier (UDI): (b)(4). Investigation Results:The devices were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.